Manufacturer narrative:
The resection sheath a22042a was returned to the manufacturer for evaluation/investigation, whereas the obturator a22086a was not returned. Both items are part of the set a22042t. The evaluation/investigation confirmed that the ceramic insulation at the distal end of the resection sheath is damaged. A large fragment is broken off and missing. The remaining portion of the ceramic insulation is cracked and there is thermal damage on its inner surface. Furthermore, the sheath tube is deformed. The cause of this damage and the breakage of the ceramic insulation is thermal overload (excessive high-frequency output power) and mechanical impact (excessive force). It is clearly stated as a warning note in the instructions that impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged since otherwise this can cause injuries to the patient and/or user. The user apparently did not follow these instructions since the damage and breakage of the ceramic insulation were caused by thermal and mechanical overload. Therefore, this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The resection sheath has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, it was noticed that a piece of the ceramic insulation at the distal end of the resection sheath had broken off and was missing. Since the fragment could not be found, an x-ray was taken and no foreign objects were noted inside the patient's bladder, prostate or urethra. The intended procedure was successfully completed with another resectoscope and there was no report of any adverse event or patient injury.